Event description:
It was reported that this pacemaker was interrogated at a routine follow-up appointment and found that the device had three memory errors that put it into safety core. The device was operating at vvi 72.5ppm with limited functionality for this therapy dependent patient. Technical services recommended emergent replacement, and subsequently the device was explanted and replaced. The device was planned to be returned to the distributer for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, interrogation confirmed the battery status was beginning of life (bol) with a battery voltage of 2.94 volts. The battery depletion patter is similar to other devices that are depleting normally. A review of the device memory noted several power on reset fault codes all recorded on the same day. The device was interrogated with a raw register programmer and found to be continuously resetting. The device was heated to body temperature and reinterrogated with a raw register programmer and the device was found to have lost memory. Generic memory was reloaded into the device and automated testing was performed which confirmed normal sensing and pacing function. The device case was opened, and visual inspection of internal components noted no irregularities. The battery was isolated, and a high current was found. The battery was removed and sent for additional testing. The root cause of the high current in the battery could not be determined however this caused the clinical observations.

Event description:
It was reported that this pacemaker was interrogated at a routine follow-up appointment and found that the device had three memory errors that put it into safety core. The device was operating at vvi 72.5ppm with limited functionality for this therapy dependent patient. Technical services recommended emergent replacement, and subsequently the device was explanted and replaced. The device was planned to be returned to the distributer for analysis. No additional adverse patient effects were reported.